Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step. Customer¿s blood glucose (bg) level was 594 mg/dl. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Customer resolved the issue on their own earlier in the day by changing the infusion set and cartridge.